Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and a hemostatic valve separation issue occurred. During the ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath-medium began leaking about 20 ml of blood and at the end of the hemostatic valve. There was no report of air entrance. Patient¿s hemodynamics was not compromised. No interventions were required. The vizigo¿ sheath was replaced and the issue resolved. No adverse patient consequences were reported. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 2/26/2021. The investigational analysis has been completed on 3/16/2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed for the finished device 00001498 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and a hemostatic valve separation issue occurred. During the ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath-medium began leaking about 20 ml of blood and at the end of the hemostatic valve. It was believed by the clinical account specialist that the hemostatic valve was damaged. There was no report of air entrance. Patient¿s hemodynamics was not compromised. No interventions were required. The vizigo¿ sheath was replaced and the issue resolved. No adverse patient consequences were reported. With the information available, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.